Event description:
Greenlight laser fiber tip came off in the prostate during turp. The physician resected the area of the prostate after the incident, and portions of the retained tip were retrieved. The physician felt that a piece of the laser tip remained embedded in the posterior prostate.